Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 1103 vad implant date: (B)(6) 2017, 0184 defib led- implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a double power disconnect while changing from battery to ac adapter. Patient states that the battery was attached to the controller with 50% or greater charge at time of event. Double disconnect were seen on log files. The switching could not be reproduced by manipulating the connections and/or cables. There was no damage noted to the controller or to its' power connectors. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device met specifications; the device passed visual examination and functional testing. The battery was able to adequately provide power to a test controller. Log file analysis revealed that the controller in use contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis did not reveal any premature power switching events or events in which the controller lost power involving bat585277 within the analyzed period. As a result, the reported event was not confirmed. If information is provided in the future, a supplemental report will be issued.